Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, the whisper wire broke off and was left in the patient's vein. There were no adverse patient effects reported.